Event description:
It was reported to ventec that the patient did not feel that the ventilator was blowing enough air. The patient went to the hospital that morning where she was diagnosed with a uti and pneumonia. The reporter, a certified respiratory therapist (crt), advised that the patient went to the hospital as a precaution due to her medical conditions and not due to the alleged device malfunction. The crt also stated that the patient was not 100% compliant with using the device, or using it correctly, and that they swapped out the unit for her as a precaution. The patient was diagnosed with and had been in treatment for an "aggressive" lung cancer (unspecified). The patient was using the ventilator as needed, as part of her treatment plan. Shortly after the reported event, the patient began to rapidly deteriorate due to her lung cancer diagnosis. She was ultimately moved into hospice and succumbed to her illness approximately 3 days ago (B)(6) 2024 due to her aggressive lung cancer. The reporter, a healthcare professional (crt), advised that she does not believe that the device use caused or contributed to the patient's hospitalization or her eventual outcome.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it not blowing enough air (i.e. Low inspiratory pressure) could not be duplicated or confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.